Event description:
It has been reported that the device will not power on.

Manufacturer narrative:
Gfe response confirmed there was no complaint allegation. Philips ref. Pr (B)(6) will be closed as a non-complaint. No additional reports will be sent regarding this pr.

Manufacturer narrative:
Gfe response confirmed there was no complaint allegation. Philips ref. (B)(4) will be closed as a non-complaint. No additional reports will be sent regarding this pr.